Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems, instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, 90% stenosed mid right coronary artery lesion. Pre-dilatation was performed with an unspecified balloon dilatation catheter (bdc). A 2.75x48mm xience xpedition stent was implanted in the target lesion; however, an edge dissection was noted. A xience prime stent was implanted to treat the dissection. There was no adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.